Event description:
It was reported that a patient is experiencing dermatologic symptoms including incision site raised/open areas and a full body erythematic/pruritic rash. According to the patient a procedure to repair her tibial fracture was performed on (B)(6) 2015. To her knowledge the implanted device included a tibial nail and screws. The patient reports the dermatologic symptoms began in (B)(6) 2015. She is presently under the care of a primary care physician. Treatment to date has included antihistamines and steroids and her symptoms persist. She has a follow-up appointment with the surgeon scheduled for (B)(6) 2015. The patient stated that she has a known allergy to nickel. She has had x-rays taken approximately one month ago by another surgeon for a second opinion. According to the patient, these x-rays showed that the tibial nail is not in straight, the bone is not healed and her ankle looked out of alignment. Future treatment may include a computerized axial tomography (CT) scan and bloodwork. At this time this complaint involves one unknown nail and an unknown number of unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional patient information: patient height: (B)(6). Event date: unknown. This is regarding one (1) unknown tibial nail. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.